Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were: updated: follow up type, device evaluated by MFR, evaluation codes. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified slight tilting of the tibial component which the distal tip of the tibial stem is oriented toward the lateral cortex of the proximal tibia and not oriented towards the medullary canal. This information confirms the malposition of the tibia, but no records were provided to verify the loosening issue on both tibia and femur. Per package insert 87-6203-883-22 nexgen cr-flex and lps-flex fixed bearing knee: loosening and malposition of implants are known adverse effects of this procedure. A definitive root cause cannot be determined. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component catalog # 00598003702 lot # 62285197, articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height catalog # 00596203212 lot # 62208811, cement bone simplex catalog # 627619110 lot # rkt195, all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog # 00597206529 lot # 62164944. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Event was initially reported under the wrong MFR number on 0001822565-2019-01901. Multiple MDR reports were filled for this event: 0002648920-2019-00398. Not returned by hospital.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing the tibia prosthesis in varus. The tibial tray and femoral prosthesis were removed during the revision procedure due to loosening. Attempt for further information has been made, but no further information has been provided.